Event description:
Caller alleged discrepant inratio results. Results as follows: initial inratio: error; 1st re-test: 0.9; 2nd re-test: 3.0; all tests taken within 1 hour. Therapeutic range: 2.0-3.2. Pt self tester used the same finger for the initial and first re-test. A new finger was pricked for the second re-test. Caller also reports that tests were performed while the inratio meter was on a cardboard box.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.